Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue. The other supera referenced is filed under a separate medwatch report number.

Event description:
It was reported a case of obstruction of supera. Two supera were placed on each superficial femoral (on each leg) and both got obstructed. The patient will undergo a surgical procedure on (B)(6) 2018 to use a balloon with drugs to treat the obstruction. No additional information was provided.